Event description:
On (B)(6) 2011 customer reported that the no foam was leaking from the lx20 pro instrument. Customer stated that half of the no foam reagent leaked out, but customer is not sure if it is leaking from the bottle or the valve. Customer stated that all the no foam tubings are connected, but no foam bottle cap has a crack. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and determined that the leak was actually wash concentrate, not no foam, and the leak was coming from valve v12. Fse replaced the valve. Repair was verified per established procedures. No further leaks were reported.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).